Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the stent was under expanded. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 70% stenosed, 3.0mm in diameter and 30mm long. The target lesion was treated with predilation and placement of a 3.0x32mm taxus liberte stent. During the index, intravascular ultrasound (ivus) was used and confirmed stent under-expansion. Post-dilation was performed with a non-compliant balloon. Residual stenosis was 0%. Final stent deployment was optimal. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).